Event description:
It was reported that the 360 ventilator had an oxygen sensor calibration failure and intermittent audible, visual alarm. No error codes. No patient involvement. The service engineer (se) inspected the device replace the internal battery. Se performed oxygen sensor calibration but was unable to calibrate it. Cross-checked the oxygen sensor with a working ventilator and found it faulty. The oxygen sensor was replaced. Ventilator is working.